Manufacturer narrative:
The device has not been returned by the customer; therefore, no product analysis could be performed. Investigation of the available information determined this device exhibited artifacts that are most likely due to air/fluid exchange within the cavity between the setscrew and a damaged seal plug or a slightly loose setscrew. Please see the complaint description field for more information regarding the specific circumstances of this event.

Event description:
It was reported this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and oversensing on the right ventricular channel after the implant procedure. Initially sensing on all vector was determined to be adequate, however, after pocked closure it was noticed that the alternative vector was exhibited this noise and oversensing. It was suspected that there was air entrapment on the pocket, manipulation of the pocket was performed in order to evaluate the sensing on the three vectors, and the primary vector exhibited the same issue. It was decided to program the device on the secondary vector since this showed adequate sensing. This device remains in service. No adverse patient effects were reported.